Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was stuck in stent. The target lesion was located in the circumflex artery. A 10/3.00 flextome cutting balloon was selected for angioplasty of an in-stent restenosis in the target lesion. Initially, the balloon was inflated inside the stent, however it was deflated. When the physician tried to remove the balloon from the artery, the device came in contact and became stuck on a non bsc stent. They could not remove the balloon so it was removed forcefully and the stent was explanted from the artery. There was no damage to the vessel after visualization. The physician decided to stop the procedure after that. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A break was confirmed in the shaft. Received for analysis was 8.8cm of the distal end of the device. The proximal end of the device was not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system during device use. Attached to the balloon was a stretched damaged stent. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter was stuck in stent. The target lesion was located in the circumflex artery. A 10/3.00 flextome cutting balloon was selected for angioplasty of an in-stent restenosis in the target lesion. Initially, the balloon was inflated inside the stent, however it was deflated. When the physician tried to remove the balloon from the artery, the device came in contact and became stuck on a non bsc stent. They could not remove the balloon so it was removed forcefully and the stent was explanted from the artery. There was no damage to the vessel after visualization. The physician decided to stop the procedure after that. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was okay.